Event description:
As per problem statement: the introducer burst during the insertion in an amplatz plaque ii. Update as per complaint from received (B)(6) 2014: during an al intervention on (B)(6) 2014, when inserting the amplatz plug, the valve came loose from the sheath. The sheath swam away and had to be rescued with a lot of effort. During the procedure for capturing the lock, the pt lost a lot of blood and later received blood transfusions.

Manufacturer narrative:
(B)(4). Event is still under investigation.